Event description:
It was reported that this system with a pacemaker being implanted and an old right atrial (ra) lead showed a decrease in pacing impedances, but still within normal limits. Signal amplitude was also small and the electrogram (egm) was fuzzy when the ra lead was plugged in the device but the signal was clean when on the analyzer. The lead was programmed to bipolar, and measurements were now within normal range. The pacemaker and the old ra lead remain in service. No adverse patient effects were reported.